Manufacturer narrative:
The intake information required to enable further investigation, such as the kit¿s lot number was not provided, and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported being exposed to covid-19 on (B)(6) 2024 and performed two covid-19 tests with unspecified brands on (B)(6) 2024 and (B)(6) 2024. The first test, (unknown test brand), performed on (B)(6) 2024, generated a negative result. The second test, (unknown test brand), performed on (B)(6) 2024, generated a positive result. There was no clarification on which test was binax. Although requested, additional information could not be obtained. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported being exposed to covid-19 on (B)(6) 2024 and performed two covid-19 tests with unspecified brands on (B)(6) 2024. The first test, (unknown test brand), performed on (B)(6) 2024, generated a negative result. The second test, (unknown test brand), performed on (B)(6) 2024, generated a positive result. There was no clarification on which test was binax. Although requested, additional information could not be obtained. No additional patient information, including treatment and outcome, was provided.